Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. However, a photo was provided for review. The investigation is confirmed for the reported fracture issue as hub of the drainage catheter noted to be fractured. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : device not returned.

Event description:
It was reported that during an ultrasound-guided percutaneous transhepatic cholangio drainage catheter placement procedure, the connector allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2024).

Event description:
It was reported that during an ultrasound-guided percutaneous transhepatic cholangio drainage catheter placement procedure, the connector allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.